Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vticmo13.7 implantable collamer lens, -10.50/+2.5/094 (sphere/cylinder/axis), within the same surgery due to the lens was torn during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with a shorter lens on (B)(6) 2021 and the problem was resolved. Cause of the event was unknown.